Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported intracranial hemorrhage, and a correlation to the device could not conclusively be determined. However the device¿s approved labeling outlines control of bleeding and recommended anticoagulation regimen and international normalized ratio. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was placed on biventricular assist (bivad) devices on (B)(6), 2014. It was reported that the patient was experiencing multiple complications immediately post-implant; however the patient was doing better up until the patient experienced a headache overnight and became obtunded due to a large intracranial hemorrhage. An external ventricular drain was placed; however, subsequent CT showed a worsening condition and the patient status was changed to do not resuscitate. The patient expired 4 days later.

Manufacturer narrative:
This medwatch (MFR. Report #2916596-2014-00246) is in reference to the patient's vad supporting the right ventricle (rvad, serial (B)(4)). Please reference MFR. Medwatch report # 2916596-2014-00247 for the vad supporting the left ventricle (lvad, serial (B)(4)). Please reference MFR. Medwatch report #s 2916596-2014-00198 and 2916596-2014-00260) for information regarding the patient's post-operative course. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
Additional information: the patient had a history of bleeding and was placed on extracorporeal membrane oxygenation prior to being implanted with pvad bivads. After being implanted with the bivads, the patient continued to have issues with bleeding and was treated. The customer stated that the event was not device related and the pumps were not returned for evaluation.